Event description:
Philips received a complaint on the v60 ventilator, indicating that there was an o2 leak at the hook up in the back of the ventilator. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue was found while performing preventative maintenance, during the high-pressure leak test. The customer was leaking at the back of the ventilator, so the customer replaced the o2 inlet, and the device was still leaking. The customer checked all connections and attempted to use a different o2 hose, but the device continued to leak. The rse provided the customer with the part number and pricing for a replacement gas delivery system (gds). This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 29mar2024, 05apr2024, and 15apr2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.